Event description:
The patient reported that they have been using v-go for a little over 3 years and he stated that every time he puts the device on and goes to sleep the v-go device pulls away and is loose on his skin. He said he puts it on his stomach and that he uses alcohol on the area, and he shaves that area but still having that issue. It was reported that a product sample is available for return to the manufacturer for evaluation, however, to date has not been received.